Event description:
It was reported to philips that the heart start mxr defibrillator showed an ECG equipment malfunction. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.